Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a type 0 bicuspid anatomy, a pre-balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) balloon. The native valve looked tight upon inflation and did not appear to expand fully. A second bav was discussed however was not performed. The valve was attempted to be implanted however looked constrained at the inflow at 80% deployment. Upon release of the valve, the valve dislodged up into the ascending aorta which was dilated and became fixed at the ostium of the brachiocephalic artery. The patient experienced chest pain and blood pressure support was provided. There was concern that the valve would migrate retrograde if it was attempted to be crossed with a new delivery catheter system (dcs). It was attempted to inflate a balloon inside the valve in an attempt to pull it further around the arch. Chest pain was reported. A small dissection was noted in the ascending aorta but was pinned by the valve in the arch. It was determined that the dissection was stented with the valve and would be left alone. The valve was snared to provide stability while crossing with a new larger 25 mm balloon. The bav appeared to work with better expansion and a notable calcium shift. A new delivery cat heter system (dcs) and valve were used and the valve was implanted low at 8 mm. The second valve was dilated due to an elliptical appearance and visible constraint at the waist level. A good seal was obtained with no residual gradient. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that hypotension occurred and notable aortic regurgitation was identified on the angiogram prior to the second valve being deployed. No additional adverse patient effects were reported. Updated data: h6 annex e patient codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the notable aortic regurgitation was identified on the angiogram prior to the second valve being deployed was through the native valve, not the transcatheter valve. No additional adverse patient effects were reported. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.